Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "cemented fixed-bearing pfc total knee arthroplasty: survival and failure analysis at 12¿17 years" by a. Bistolfi ¿ g. Massazza ¿ f. Rosso ¿ d. Deledda ¿ v. Gaito ¿ f. Lagalla ¿ c. Olivero ¿ m. Crova published by journal of orthopaedic traumatology doi 10.1007/s10195-011-0142-2 was reviewed. The article purpose: to present the long-term results of a series of consecutive tka press fit condylar, cemented fixed bearing with selective patellar resurfacing in nonselected patients. The article reports: this was a prospective case series of 233 tka performed from 1993 to 1998 by various surgeons, using random rotation, in 197 patients. After exlusion criteria and other being lost to follow-up, 179 implants 176 patients were evaluated (107 with patellar resurfaced and 72 with patella not resurfaced). Taking failure with knee arthroplasty revision as the endpoint, the cumulative average survival rate at 15 years was 90.6% which the authors deemed a successful outcome. Prosthesis failure requiring revision surgery was necessary in 20 cases: 16 aseptic loosenings, 2 septic loosenings, one ligamentous severe instability, and one supracondylic fracture. In addition to this, there were 9 haematomas/edemas (treated with polyethylene exchange and debridement), 2 post operative periprosthetic tibial fractures (completely healed after a closed treatment), 4 adhesions, and finally 3 cases of peroneal nerve palsy (untreated). Cement was used although the manufacturer was not disclosed. Patella resurfacing was done routinely enough that we will code for an implant for all applicable complications. Depuy products involved: pfc fb. Complications: aseptic loosenings (16), infection (2), tendon injury (1), fracture (1), haematoma (9), edema (9), medical device implant removal (9), post-op tibial fracture (2), adhesions (4), nerve injury (3).